Manufacturer narrative:
The pod was received with the cannula deployed and the needle fully retracted. No issues were found that would result in the pod not delivering insulin. It could not be determined if the cannula was properly inserted. After investigation no damages, tears or leaks were found that would result in fluid leaking or failure to deliver insulin. No damage or defect was noted in the needle mechanism or insertion needle (hard cannula) that would result in pain. The investigation found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the bleeding or bruising could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 16.7 mmol/l (300 mg/dl) while wearing the pod between 1 and 4 hours on the back. The patient noted insulin leaking and was unsure if the cannula was properly inserted into the infusion site. It should also be noted there was blood on the adhesive pad.